Event description:
In 2009, at approximately 1545, two nursing assistants were using t.h.e. Medical ultralift 2500x to transfer the female resident from the wheelchair to her bed. While performing the procedure, according to the techniques required for operating the mechanical lift, the lift actuator snapped in half, causing the resident to land on the ground. The resident was transferred to the local hospital for exam and observation. The lift was removed from use within the building. Representative from t.h.e. Medical came out to inspect the lift. Pictures of the lift were taken and the lift was removed from the facility by t.h.e. Medical co. Diagnosis or reason for use: non wt bearing status.